Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Technical services (ts) reviewed the device data and noted the impedance had gradually increased. Reprogramming recommendations were provided and further evaluation in the next in-clinic visit. No adverse patient effects were reported. This rv lead remains in service.